Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tvc55 instrument could not be fired by the surgeon. Another instrument was used to complete the case. There was no consequence to the pt.